Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The reporter's remaining test strip was provided for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field UDI number = (B)(4). Medwatch field occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek vantus meter serial number (B)(4). At 9:28 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.9 inr. At 9:36 a.m., a sample from the patient was tested using the meter, resulting in a value of 4.9 inr. At 11:00 a.m., a venous sample collected from the patient was tested in the laboratory using stago reagent on a stago analyzer, resulting in a value of 3.4 inr. The patient's warfarin dosage was lowered based on this laboratory value. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing interval is weekly.